Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead has been showing unstable shock impedances with high, out of range values due to what appears as spring contact disconnections. The behavior appears to be occurring since some years ago. The ICD and rv lead remain in service at this time. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164756.